Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) generator was returned for failure analysis and the reported failure of a damaged neutral/ground pad connector, was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. Upon visual inspection, the iesu was in good condition. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting generator connector damage, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted to another vision side cart (vsc) after the start of the procedure due to a damaged esu neutral pad connector. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the biomedical engineer reported that the neutral pad connector was damaged on the erbe generator. The caller stated that the connector was completely pushed in and the erbe generator was no longer usable. The technical support engineer (tse) informed the caller that there is an option to connect an external electrosurgical unit (forcetriad) if they have a unit available and the activation cable. The surgeon stated they only have a covidien fx model. The caller stated that the surgical staff were using another vision side cart (vsc) to proceed. The procedure was converted to another da vinci system with no reported injury.